Manufacturer narrative:
The following fields were updated due to additional information: h.1 imdrf annex e grid (1:e2403 - no clinical signs, symptoms or conditions). H.1 imdrf annex f grid (1:f26 - no health consequences or impact). Investigation summary: bd did not receive any samples or photos for investigation. However, ten retained samples were visually inspected, and no damaged tubing was observed that could have resulted in blood splatter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode of damaged and or splatter. Bd initiated further root cause investigation relating to the issue of damaged through corrective and preventive actions. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device had a cut in the tubing and resulted in blood leakage during retraction causing blood splatter on clinician's and patient's arms. There was no other health impact or consequences reported.

Manufacturer narrative:
E.1: initial reporter address: (B)(6). D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device had a cut in the tubing and resulted in blood leakage during retraction causing blood splatter on clinician's and patient's arms. There was no other health impact or consequences reported.